Manufacturer narrative:
Concomitant medical products: item number 00249003244, item name cephalomedullary lag screw reamer long 3.2 mm i.d., lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
When the surgeon tried to place the lag screw, the tabs fractured due to the dense bone. The patient did not retain a foreign device.

Manufacturer narrative:
Trend analysis: no trend is identified. Event description: during the surgery, the surgeon was unable to easily drill through the bone with the lag screw reamer. The last inch of the instrument fractured in the patient femoral head and was removed without an issue. When the surgeon tried to place the lag screw, the tabs fractured due to the dense bone. The patient did not retain a foreign device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: only the broken cams (2 pieces) were returned for investigation. Based on that parts the reported event can be confirmed. Review of product documentation: the involved device is intended for treatment. Surgical technique : the correct lag screw placement is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Conclusion summary: it was reported that when the surgeon tried to place the lag screw, the tabs fractured due to the dense bone. The patient did not retain a foreign device. Onl the lag screw tabs were returned for investigation and based on the visual investigation it can be confirmed that the cams are sheared off. It is assumed that the cams were sheared off during the implantation of the znn nailing system due to an overload on the cams. Possible causes for the overload could be: unfavorable placement between the instrument and the implant so their contact surface is too small, too high forces will be transmitted on the cams which lead to a fracture of this section. The correct lag screw placement is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. Pathogenic bone diseases (e.g. Bone tumor) which can affect mechanical properties of the bone (harder/ denser bone substance). This could also lead to higher forces of these sections. It is mentioned by the surgeon that the tabs fractured due to the dense bone. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.